Event description:
It was reported that the syringe water injection was stiff and the foley catheter bulges unevenly.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (10) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted two unopened (with original packaging), urological trays and two all silicone foley catheter with syringe 2758j14 and batch number ngjz2837. Catheter 1: visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed a leak from a pin hole in the balloon measuring (0.013in). No resistance observed during the inflation process. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab d, h. Initial reporter complete facility name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe water injection was stiff, and the foley catheter bulges unevenly.